Event description:
Customer reported meter results of 211 mg/dl, 256 mg/dl, 109 mg/dl and 149 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.